Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent hernia repair with mesh. The patient had revision surgery 10 months post surgery. The patient experienced chronic pain, adhesion, additional surgery and infection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced chronic pain, adhesion, mesh eroded into viscera, and infection. Post- operative treatment included removal of infected mesh, excision of umbilicus, and laparoscopic cholecystectomy.